Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delayed therapy for treating a ventricular tachycardia (vt). Technical services (ts) reviewed the reports and saw undersensing of the vt due to high output rv pacing. After the pacing, the next vt wave was undersensed due to the descending automatic gain control (agc) sensing. Ts noted that there was double counting of vt waves, which initiated the therapy. Additionally, the device exhibited functional undersensing of the vt. It was noted that there were elevated pacing thresholds on the right atrial (ra) lead channel. Ts stated that the rv capture thresholds appeared to be too variable, as well. Ts suggested reprogramming and assessing the leads. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field b1: adverse event/product problem. Correction to field b2: outcomes attrib to adv event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delayed therapy for treating a ventricular tachycardia (vt). Technical services (ts) reviewed the reports and saw undersensing of the vt due to high output right ventricular pacing. After the pacing, the next vt wave was undersensed due to the descending automatic gain control (agc) sensing. Ts noted that there was double counting of vt waves, which initiated the therapy. Additionally, the device exhibited functional undersensing of the vt. It was noted that there were elevated pacing thresholds on the right atrial (ra) lead channel. Ts stated that the rv capture thresholds appeared to be too variable, as well. Ts suggested reprogramming and assessing the leads. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the patient presented to the emergency room (ER) for actively coding. Technical services (ts) reviewed the reports and noted that there were signals on the rv lead channel due to the use of an external compression machine. Ts noted that the artifact could potentially be t-wave oversensing or pulseless electrical activity (pea). Potential inappropriate anti-tachycardia pacing (atp) and shock therapy was delivered. Reports revealed that there was atrial undersensing, as well. A rv and ra lead extraction and replacement is planned. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delayed therapy for treating a ventricular tachycardia (vt). Technical services (ts) reviewed the reports and saw undersensing of the vt due to high output right ventricular pacing. After the pacing, the next vt wave was undersensed due to the descending automatic gain control (agc) sensing. Ts noted that there was double counting of vt waves, which initiated the therapy. Additionally, the device exhibited functional undersensing of the vt. It was noted that there were elevated pacing thresholds on the right atrial (ra) lead channel. Ts stated that the rv capture thresholds appeared to be too variable, as well. Ts suggested reprogramming and assessing the leads. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the patient presented to the emergency room (ER) for actively coding. Technical services (ts) reviewed the reports and noted that there were signals on the rv lead channel due to the use of an external compression machine. Ts noted that the artifact could potentially be t-wave oversensing or pulseless electrical activity (pea). Potential inappropriate anti-tachycardia pacing (atp) and shock therapy was delivered. Reports revealed that there was atrial undersensing, as well. A rv and ra lead extraction and replacement is planned. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.